Event description:
The customer received questionable antibody to (B)(6) results for one patient sample from two cobas e411 analyzers. On (B)(6) 2015, the sample was analyzed on a mini vidas analyzer with a result of 10.8 coi ((B)(6)) and on an abbott architect analyzer with a result of 3.88 coi (B)(6). On (B)(6) 2015, the result was from cobas e411 serial number (B)(4) was 0.088 coi (B)(6). The sample was sent to an external laboratory and the tested on another cobas e411 system. The result was 0.085 coi ((B)(6)). Information concerning if any erroneous result was reported outside the laboratory was requested, but it was not provided. The patient was not adversely affected.

Manufacturer narrative:
A specific root cause could not be identified. Further clarification was not possible with the provided information and results. A general reagent issue was excluded. Sample from the patient was submitted for investigation. The (B)(6) result on a cobas e601 analyzer was (B)(6). The innolia (B)(6) score (immunoblot method) which is recommended for confirmation analysis was (B)(6). The results by ortho elisa was (B)(6), but was believed to be a (B)(6) result. Upon follow up, the customer states they ran pcr on the sample and the result was (B)(6). The cobas e601 result was confirmed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).